Event description:
It was reported that the customer had to reset all of his settings each time he inserted a new battery. The customer's blood glucose was unknown. Upon checking the alarm history of the insulin pump, the customer found the battery out limit alarm, bad battery alarm and the unexpected restart alarm. Troubleshooting was done. Explained to customer that the alarms he received would always request the customer to reset the time and date and thus were normal. Advised to monitor the insulin pump and call back if the issue recurred. Advised that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.